Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial insulation exhibited an anomaly. The the lead was capped and replaced.